Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for 30 patient samples tested for elecsys ft3 iii (ft3 iii), elecsys anti-tpo (anti-tpo), elecsys ft4 iii (ft4 iii), elecsys tsh (tsh), elecsys t3 (t3) and/or elecsys hcg + b (hcg + b) on a cobas 6000 e 601 module. Refer to attached data for the patient results. The questionable results were reported outside of the laboratory. The ft3 iii reagent lot number was 50783801 with an expiration date of 31-oct-2021. The anti-tpo reagent lot number was 48751501. The expiration date was not provided. The ft4 iii reagent lot number was 49438801. The expiration date was not provided. The tsh reagent lot number was 50497301. The expiration date was not provided. The hcg + b reagent lot number was 47048901. The expiration date was not provided. The t3 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Calibration and qc were acceptable. Based on the alarms observed on the customer's alarm trace data, an error occurred when replacing the procell/cleancell reagents at the customer site. There was either air in the procell reservoir due to inadequately priming the air out of the bottle or the operator did not lower the straw after replacing the reagent bottle. The customer had no further issues. From the data available, a general reagent issue can be excluded. The investigation did not identify a product problem.